Event description:
It was reported that the cause of the revision surgery was a ventral impingement between femoral neck and acetabular.

Manufacturer narrative:
This report will be amended when our investigation is complete.